Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported thrombosis is listed in the japan xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient presented with chest pain and was diagnosed with st elevation and unstable angina. The patient underwent a procedure to treat restenosis of a previously placed non-abbott stent in the proximal to mid left anterior descending artery (lad). Two xience v stents were placed overlapping and fully covering the non-abbott stent to treat the restenosis successfully. An additional xience v stent was placed in a new lesion located in the distal lad successfully. On (B)(6) 2011, the patient's family found that the patient had died in his sleep. The patient had been fine with no ischemic symptom observed prior to the event. An autopsy was not performed by family request. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v 2.5x28mm and 3.0x15mm; endeavor. (B)(4). In this case, there was no reported product deficiency. The reported death is listed in the japan xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 3.75mm. It is not likely that the reported IFU deviation of the implantation of the stent to treat in-stent restenosis caused or contributed to the reported patient effect(s) that occurred after the index procedure. Although, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.